Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the pt's esophagus. The capsule fell off in the esophagus and was retrieved from the pt's stomach. It was noted that the pin was not in the capsule. No serious injury to the pt was reported.

Manufacturer narrative:
.